Event description:
It was reported that a lead had migrated completely out of the laminectomy space and ended up in the soft tissue. It was stated that the strain relief loop may not have been big enough because the lead was "very tight". A surgical revision was done on (B)(6) 2012 to reposition the lead lower than the original placement. The distal end of the lead (where the tails exit the paddle) was moved to the open space of the laminectomy. It was reported that the health care provider (hcp) used a titanium plate to cover the laminectomy space. There was no known accident or incident related to the migration. It was unknown if a particular activity caused the event or when the migration happened. The lead migration was confirmed via x-ray. Two days later it was reported that x-rays and fluoroscopy were used to determine the lead migrated. It was stated that there were no malfunctions to the equipment that was seen visually or by doing any testing via x-ray or impedance checks. The patient was sent home with three new programs and was going to follow up with the hcp if any reprogramming was needed. No devices were replaced just repositioned. No further information was provided.

Manufacturer narrative:
Product ID 39565-65, serial# (B)(4), implanted: 2012 (B)(6), product type lead, product ID 37744, serial# (B)(4), product type programmer, patient product ID 3487a-45, lot# v670559, implanted: 2012 (B)(6), explanted: 2012 (B)(6), product type lead, product ID 3487a-45, lot# v810565, implanted: 2012 (B)(6), explanted: 2012 (B)(6), product type lead. (B)(4).